Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 45 mg/dl (performa) and >than 100 mg/dl (hospital meter). The caller could not recall the exact value obtained on the hospital meter. No adverse event reported. Return of the suspect device was requested for evaluation.